Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unspecified product performance issue. This device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.